Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery of both the tibial and talar components. The physician believes that the foot is translated posteriorly and the talus is not congruent with the poly. During the case, the trial talus was sitting too anteriorly and was sitting anteriorly off the bone. The talus cut guide was moved about 3mm back but then was not entirely congruent.